Manufacturer narrative:
H10: unable to identify correct sample for this complaint. H-10: performed review of device record. H-10: no issues identified relating to the reported event. Internal #061997050012

Event description:
Acg was placed in the axillo-femoral artery and a blood loss of approx 1000 cc generalized thorughout the graft occurred during the procedure. The graft was removed and replced. The pt's condition is unk at this time.